Event description:
Stapler did not fire. A second device was opened and used. Manufacturer response for linear stapler, ethicon 1 proximate linear stapler (per site reporter). Manufacturer provided rga# and return packaging.